Event description:
It was initially reported to boston scientific corp on (B)(6) 2009 that a wallstent rx biliary endoprosthesis device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, after deployment of the stent, small plastic material was visible. No part detached from the device and that the stent placement was the intent of this procedure. There were no damage to the stent delivery system and the handle of the device. The procedure was completed with the same wallstent rx biliary endoprosthesis device. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; the shaft was damaged.

Manufacturer narrative:
Visual examination of the returned device found that the stent had been deployed and was not returned. No issues were noted with the profile of the device. During analysis, the outer sheath was retracted and the only issue noted was that the stent holder had folded back on itself distally. No section of the device had separated. The most probable cause of damaged shaft is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review identified that the device was used per the directions for use (dfu). (B)(4).